Event description:
It was reported that the user experienced an urgent low glucose while using the ilet pump shortly after a breakfast meal announcement early in therapy, with continuous glucose readings reaching 43 mg/dl; the user self-treated initially with approximately 13 grams of fast-acting carbohydrate and then with additional juice, and education was provided on recommended hypoglycemia treatment amounts and intervals. Symptoms included hypoglycemia with shaking/tremors and increased heart rate. Outcomes included minor, transient impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to associate the event with a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.